Manufacturer narrative:
Additional information: the stent was not present on the balloon and did not return for analysis. The balloon folds were expanded. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. Deformation was evident to the distal tip. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a lesion. There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent was unable to cross the lesion, the delivery system was removed and the physician realized that the stent was not on the balloon delivery system. It was reported that the stent was located in the guide catheter and a snare was used to removed it. The patient is alive with no injury.